Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported that there were atrial and ventricular impedance readings deep fluctuations, and short v-v intervals. The leads were determined to be secured in the device, and when tested via analyzer, lead measurements were normal and stable. The device was explanted and replaced. No patient complications have been reported as a result of this event.